Event description:
The patient had a post dural puncture headache. Patient's symptoms included lightheadedness. He was treated with a blood patch. The outcome was reported as 'recovered without sequela.